Event description:
Litigation papers allege that the patient began suffering from discomfort and pain in his hip within 3 months after his surgery. It is further alleged that he feels it shifting and hears a clicking sound when he moves his hip. **update**(B)(6) 2012 - patient seeking litigation. Doi updated, dor provided. Plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated.

Event description:
**Update** (B)(4) 2013- medical records were obtained. Medical records indicate patient was revised due to scar tissue and minimal bony ingrowth. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.